Event description:
It was reported that the remb sag saw overheated. Attempts to obtain add'l info were made, but were not successful.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.